Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain relevant information. The user facility stated through email that "the replacement footswitch cleared the error" and the subject device has been functioning properly since the footswitch replacement. A review of historical installation records found a lumenis versapulse p20 laser was installed at the user facility on 11/15/2011. A review also found that lumenis has not serviced the subject device since the device was installed at the user facility. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Subject device malfunction is not the suspected root cause of the event reported.

Event description:
A user facility risk manager reported on (B)(4) that during preparation for use with a lumenis versapulse p20 laser the user facility stated: "laser was used for stone manipulation in cysto bilateral retrograde possible right ureteroscopy and stent placement procedure. Upon turning on unit error code came up as foot pedal. Staff then proceeded to ehl manipulation and the laser use was aborted and reported as failed". It was further reported that the user facility ordered a new replacement footswitch from lumenis. No information regarding a report of serious injury was received. Furthermore, the user facility reported that no harm to the patient or staff had occurred.